Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be obtained from legal representatives. No additional information is available at this time. The reason for reoperation is: "severe inflammation of lymph nodes."

Event description:
Patient representative reported left side "rashes," "fear of cancer recurrence," "emotional distress," "tingling skin," "pain and suffering," and "severe inflammation of lymph nodes." Patient representative also reported "hair loss" which is not device related. The device has been explanted.